Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the device preparation, failure to interrogate issue was observed on the device. The device was unable to communicate with bluetooth. No patient was involved.

Manufacturer narrative:
The reported field event of failure to interrogate was confirmed in the laboratory due to premature battery depletion. Analysis found foreign material shorting the positive battery terminal to ground. The foreign material was consistent with the shaving from battery connector spring insert after it was pushed into the housing. Insertion of the battery pin into the housing could have broken off the shaving inside and became loose once the pin was withdrawn from the housing. A manufacturing anomaly was suspected that resulted in the loose metal debris inside the device.